Manufacturer narrative:
(B)(4). Initial reporter¿s phone number: (B)(6).

Event description:
On 31oct2019, an email was received from an eye care provider (ecp) in (B)(6) reporting a patient (pt) experienced an ¿allergic reaction.¿ the pt was contacted and reported a diagnosis of ¿bacterial conjunctivitis¿ in both eyes (ou) while wearing acuvue® 2® brand contact lenses (cls) in (B)(6) 2019. The pt reported experiencing redness ou while wearing the cls a week ago. The pts eyes were ¿not fine until resting for few days.¿ the pt visited an ecp and was diagnosed with ¿bacterial conjunctivitis¿ ou and prescribed levofloxacin eye drops, 1 drop 5 times a day. The pt noted there was no ¿allergic reaction.¿ the medical report is not available. No further medical information was provided. No additional information has been received. This event is being reported as a worst-case event as the diagnosis and treatment were unable to be verified. The suspect od contact lenses were discarded. This report is for the pts od event. The report for the pts os event will be filed in a separate report. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00rkph was produced under normal conditions. If any further relevant information is received, a supplemental report will be filed.